Manufacturer narrative:
Device passed active current measurement, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and displacement test. However, device received with unexpected battery power loss, pump error 25 in power graph or device history, and high sleeping current due to connector resistance issue. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s high blood glucose were 15.2 mmol/l and 18.4 mmol/l. The customer stated that the battery was not previously used. The insulin pump will be returned for analysis.